Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 10 days after the dental implant was installed in the patient's mouth, it was verified its non osseointegration. Immediate load was performed and the implant was carried out immediately. Patient had low bone quality (bone type iii).